Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please explain the photos: product code: clr222us, lot #: unknown, status of product: used and disposed, procedure date: (B)(6) 2017, event date: (B)(6) 2017 date when j and j representative first became aware of: (B)(6) 2017, event description: case: total knee replacement. Blistering beneath the skin and hematoma prineo sealed of incision well causing hematoma to form beneath skin. Surgeon removed prineo, allow blood to drain and replace with normal dressing . Is this a potential adverse event? No. Additional information required: what is the procedure name? Tkr. What is the procedure date? (B)(6) 2017. How was the device was used (what layer of tissue and how many layers applied)? Skin layer. One layer. What was the location and incision size of prineo application? Knee, about 15 cm. What prep was used prior to prineo application? Sterile saline water. Was the prep allowed to dry prior to prineo mesh application? Yes. Please describe how the adhesive was applied on the tape? Applied onto the mesh. Was the mesh placed over the entire length of the incision? Yes. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Yes and slightly beyond the margin of the mesh. Did the prineo mesh extend beyond the patient incision? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? No. Was the skin prep solution wiped off and let dry before applying adhesive? Not applicable. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. How large of an area does the reaction cover? See pic. Do you have any pictures ? See above. What was done to address the reaction? Were steroids or antibiotics prescribed? Remove prineo. Was there any medical or surgical intervention to treat the reaction? If so, please clarify. No. Was the blister drained or aspirated? Yes. Was the product removed? Was another method used to close the incision? Yes. No. Were any patch or sensitivity tests performed? No. What is the most current patient status? Recovered. Has prineo event been used on the patient in a previous surgery? No.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2017 and the topical skin adhesive was used to seal incision in one layer slightly beyond the margin of the mesh. It was also reported that the patient developed blistering beneath the skin and hematoma of topical skin adhesive sealed incision well causing hematoma to form beneath the skin. The topical skin adhesive was removed, blister was aspirated allowing blood to drain and replaced with normal dressing. The patient recovered.